Event description:
It was reported that the patient experienced several insulin cartridges leaking, which they believed occurred through the orange plunger. The patient was unable to provide a picture but indicated that they had been using a large amount of insulin recently due to congestive heart failure, with a total daily dose of approximately 260 units of u-200 insulin. The patient reported difficulty maintaining an adequate insulin supply due to insurance issues. The affected cartridge lot was 32073. The patient had since switched to a different box of cartridges and had not experienced further leaks. A replacement box was arranged to be sent, and the patient¿s address was confirmed. Blood glucose levels were affected, reaching as high as 400 mg/dl for several hours during the day. The patient did not use back-up therapy or perform ketone testing, did not receive professional medical intervention, and reported mild immediate health effects including dry mouth and headache. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.